Event description:
An aus device was implanted on 11/6/90. The balloon and cuff were revised on 5/11/93. A tandem cuff was implanted on 11/19/96 due to atrophy and recurring incontinence. No components were removed or replaced.